Manufacturer narrative:
A lens work order search revealed there were no similar complaints within the work order. A device history review was performed and determined nothing in the manufacturing of the lens was the root cause of the event . Medical review-clinical studies have shown that toric icl rotation occurs in (B)(4) of patients where a ticl has been implanted. Several factors may contribute to this phenomenon (i.e. Patient's anatomical structure, a short lens, haptic, position,ect.). Based on the complaint information, work order search, device history and medical review, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
(B)(4) - (secondary surgery); (new incision); size incorrect for patient; (vaulting); (explanted; unintended movement of the device. Device evaluated by the manufacturer? No. (Lens evaluation anticipated). Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon implanted an 11.5mm icm11.5 implantable collamer lens in to the patient's left eye (os) on (B)(6) 2012 and low vault was noted. Rotation of the lens was also noted. The lens was explanted on (B)(6) 2015.